Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for evaluation and no other evidence was provided. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the risk management the probable root cause would be but not limited to; too much force applied during tapping/screwing. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was discarded.

Event description:
As reported: "it was inserted with power tool and it was broken. Therefore, all broken parts was removed from patient body."